Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had decreased efficacy of her spinal cord stimulator (scs) that was possibly related to ground level falls she had; she slipped on a wet surface. The patient experienced adequate coverage after reprogramming and it was felt imaging was not necessary at that time. The patient resolved without sequelae.